Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, on (B)(6) 2024, during the puncture of the PICC catheter, the end of the guide wire bifurcated, which prolonged the operation time of catheter removal and puncture needle. The product was replaced and the puncture was normal after re-puncture, patient being treated with chemotherapy infusion for rectal cancer.